Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Pd therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique described as patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis which required hospitalization. The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient began remedial treatment with unspecified antibiotics. It was not reported if the patient remained hospitalized. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event involved use error and there was no allegation against the device. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique described as the patient made a mistake. The patient was re-trained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.